Manufacturer narrative:
An event of svd, aortic insufficiency, and a valve-in-valve was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. In (B)(6) 2014, the patient experienced infective endocarditis caused by staphylococcus lugdunensis on the valve. On (B)(6) 2015, the patient was admitted to the hospital for dyspnea and nyha ii strong and paroxysmal chest oppression. On (B)(6) 2015, a 26mm unknown brand name valve was implanted as part of a valve in valve procedure. Indications for the procedure were svd and severe aortic insufficiency post endocarditis. Post-operatively, the patient was stable and withdrawn from the study. Clinical study patient ID: (B)(6).